Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the ra lead revealed high pacing impedance and lead fracture. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.